Event description:
A (B)(6) male patient contacted zoll customer support to report constant check te pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, cable connecting the distribution node (dn) and the rear therapy electrode (te) was pulled from the strain relief and there was a short inside the dn at the pulse wire. The cause of the check te pad messages is the short inside the dn. The cause of the short is a broken solder connection at the pulse wire. The root cause of the broken solder connection at the pulse wire. The root cause of the broken solder connection cannot be positively identified but is likely excessive force placed on the cable connecting the dn and rear te. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.